Manufacturer narrative:
The device was not returned to resmed for investigation. An investigation was performed by a biomedical technician at the resmed distributor. The investigation determined that the device was working to specifications. There were no system faults in the device history log, and no other faults were observed. (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilating after it displayed a red screen with an internal battery fault error message. There was no patient injury reported as a result of this incident.